Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-11731. It was reported that stent damage occurred. The target lesion was located in a coronary artery. Two synergy¿ drug-eluting stents were advanced to treat the lesion. However, one stent was unable to cross the lesion and was damaged, and the other stent's shaft was broken. The procedure was stopped but no patient harm nor complications were reported.